Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., b.6., h.6., h.8.

Event description:
Additionally, healthcare professional reported that at the ultrasound, an inflammatory reaction was found not only at the site of juvéderm® volift¿ with lidocaine application, but also at the application sites of juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported that the patient was injected in the "face" with 4 syringes juvéderm® voluma¿ with lidocaine and in the tear troughs with 1 syringe of an unknown dermal filler. A month later, the patient returned and was injected in the lips with juvéderm® volift¿ with lidocaine and ¿in the face¿ with juvéderm® volite. Three to five days later, the patient ¿experienced mild lip edema and complained of some palpable nodules in the region¿ and ¿edema of the eyelids¿ at night. Four days later, the patient was put under the treatment of prednisone and ¿no eyelid and lip edema¿ were reported. ¿small palpable nodulations¿ were noted. Six days later, the patient experienced ¿edema in the malar region and eyelid, with hardened areas upon palpation in the right lower eyelid, chin and lips. The patient was prescribed the use of antibiotics (amoxicillin with clavulanate) for 14 days due to the diagnostic hypothesis of late edema after filler procedure and return with prednisone 40 mg/day.¿ the patient consulted with another dermatologist who noticed ¿phlogistic signs¿ and advised not to use antibiotics, maintained prednisone and prescribed topical tarfic and altiva. The injecting doctor insisted on antibiotic use due to the possibility of hypersensitivity reaction and diagnostic hypothesis of late edema after filling with hyaluronic acid. The next day, the patient started the treatment with ¿atak clav¿ and maintained ¿absence of phlogistic signs on skin and infectious symptoms.¿ three days later, the patient remained with intermittent facial edema and went to evaluation with an ophthalmologist. The next day, the patient was treated with prednisone 40 mg/day and antibiotic for 4 days. The patient had lip and face edema and hardened palpable nodules on the lips and was instructed to maintain treatment and reassessment at 7 days. Five days later, the patient experienced hardened nodules on the lips and episodes of eyelid edema. Ten days after that, the patient experienced significant edema in eyes, lips and face 1 day without prednisone. The patient had a urinary tract infection a few days earlier and macrodantin was started by another medical professional. The next day, the patient was treated with hyaluronidase on the lips. That night, the patient showed improvement of lip edema after the procedure but experienced bruises [due to the hyaluronidase]. Two days later, the patient presented with improvement of some lip nodules but the other remained, including erythema and small papules on supra labial skin. Two days later, the patient had improvement of edema and maintained cutaneous alteration of the supra labial region. Three days later, the patient had lab tests that show ¿permanence of the urinary tract infection [deemed not device related], but with sensitivity on the antibiogram to the antibiotics in use.¿ fifteen days later, normal complementary exams were performed with negative urine culture. Eight days later, the patient underwent new tests to investigate triggering factors for presenting late edema and a new line of treatment was initiated. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00731 (allergan complaint # (B)(4)). This MDR is submitted for the suspect product, juvéderm® voluma¿ with lidocaine.